Manufacturer narrative:
H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the investigation is inconclusive for the reported catheter break and migration, as the device was not returned for evaluation. Based on the information available, the definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported that approximately three years and two months post port placement for chemotherapy, the catheter allegedly broke and the distal segment migrated to the atrium which was revealed under abdominal x-ray. It was further reported that the catheter was broken at the right internal jugular vein insertion site and the distal catheter segment was removed. The patient's current status was unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that approximately three years and two months post port placement for chemotherapy, the catheter allegedly broke and the distal segment migrated to the atrium which was revealed under abdominal x-ray. It was further reported that the catheter was broken at the right internal jugular vein insertion site and the distal catheter segment was removed. The patient's current status was unknown.